Event description:
It was reported that the pt lost stimulation about 6 months after implantation of the neurostimulator. When the device was interrogated, no telemetry was possible. The device was replaced. No pt injuries were reported.

Manufacturer narrative:
(B)(4).